Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, on the second firing of the device, the clip was unable to be loaded. After the operation the surgeon squeezed the handle several times and tried to load the clip, but the clip was unable to be loaded. The procedure was completed with another device. There was no patient injury.